Manufacturer narrative:
Device evaluation of electrode belt (B)(4) is complete. The reported problem (damaged cable) was confirmed. As received, the belt failed incoming inspection. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief, damaging the internal wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.